Event description:
Boston scientific ld iliac/biliary premounted stent system. Lot# 18101003, exp 6/15/2018. Merit medical 7fr classic sheath used with the stent/balloon catheter. When deflating and attempting to pull out balloon catheter, the balloon would not pull thru the sheath. The sheath and balloon catheter removed all together over the wire. Manufacturer response for express ld iliac biliary stent, (brand not provided) (per site reporter): na.